Manufacturer narrative:
A ge service representative performed an on site investigation. The cables' terminal connections were repaired. The system was tested and operates as intended.

Event description:
The customer reported that the monitor had no image but there was audible evidence of radiation. No pt injury was reported.